Event description:
It was reported that the lower limit of heart frequency was not recognized. The clinical biomed department checked the monitor using two different simulators and no failure was identified. There was no patient injury reported. Draeger reference number: (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.